Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the balloon catheter would not fully deflate after the venogram procedure despite multiple attempts. The catheter was ultimately removed. No patient complications have been reported as a result of this event.